Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle broke when sewing in the surgery. Changed to another five to continue the surgery, but the same problem happened. Changed to another one to complete the surgery. The broken needle fell into the patient, but was retrieved shortly. The procedure was completed and there were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: did the needle fall into the patient? Yes if yes, was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? Unk. What measures were taken to retrieve the broken piece? Unk. Was there any additional tissue damage as a result of searching for the needle piece?unk. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Related events captured via 2210968-2022-09593, 2210968-2022-09594, 2210968-2022-09595, 2210968-2022-09596, 2210968-2022-09597.

Manufacturer narrative:
Product complaint # (B)(4), h3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample revealed that it was received one open box with six unopened samples that pertain to product code. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.